Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 570 mg/dl. The customer's recent glucose reading was 108 mg/dl. The customer stated that the device was not functioning properly and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.